Event description:
It was reported the pt experienced stimulation in the wrong location. The stimulation was intermittent and varied with movements or activity. The symptoms started after the pt experienced a fall on some ice in 2008. When the pt fell, they twisted when falling and landed on their buttocks near the ins. The pt was planning on seeing their physician. Additional info has been requested but was not available on the date of this report.